Event description:
It was observed during the device inspection, a foreign object came out of the nozzle of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. We confirmed that nozzle was not deformed. The event can be detected/prevented by following the instructions for use which state: IFU states detection methods in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in evis lucera gif/cf/pcf type 260 series reprocessing manual reprocessing manual chapter 3 cleaning/disinfection/sterilization procedures. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.